Event description:
It was reported that this brady lead was attempted due to unknown product performance reason. This brady lead was not implanted. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that this brady lead was confirmed to be implanted in a different patient and was never attempted in the current patient. There were no issues on the lead, and no actions were taken. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was attempted due to unknown product performance reason. This brady lead was not implanted. No adverse patient effects were reported. According to the additional information, this brady lead was confirmed to be implanted in a different patient and was never attempted in the current patient.